Manufacturer narrative:
Batch review performed on 12-feb-2021: lot 130587: (B)(4) items manufactured and released on 12-apr-2013. Expiration date: 2018-feb-28. No anomalies found related to the problem to date, all items of the same lot have been already sold without any other similar reported event since 2013.

Event description:
Revision surgery performed due to stem loosening 4 years and 10 months after the primary surgery. During the primary surgery, a trochanter scissure was recognized intraoperatively, it was treated with subtrochanteric cerclage in primary surgery.